Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 16 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that on an unk date, the pt was treated for an unk type of endoleak. The physician thought that there was a type I endoleak and elected to intervene with another MFR's self-expanding stent. The physician then elected to remove the stent graft system from the pt with successful results; upon removal of the talent bifurcated stent graft, a type ii endoleak was evident. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval results/conclusion: endoleak. Type ii endoleak.